Event description:
It was reported that an ilet user experienced difficulty maintaining blood glucose within target range over approximately one month, with post-meal boluses perceived as too high leading to hyperglycemia followed by hypoglycemia, and inconsistent meal announcements contributing to erratic control; support advised consultation with a healthcare provider and discussed a potential factory reset due to possible incorrect algorithm learning. Investigation included review of available pump reports and caregiver interview. Further investigation of this case revealed declining calculated meal boluses as the system attempted to adapt and identified inconsistent meal announcement behavior as a probable contributor. The user's reported symptoms during the event included episodes of low and high blood glucose. Outcomes included user and caregiver education and troubleshooting without hospitalization. It was concluded that, based on previously established findings for similar reports, the cause of hyperglycemia and hypoglycemia was unclear, and a factory reset was recommended after clinical consultation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.